Event description:
It was reported that this pacemaker system exhibited a premature battery depletion, showing eight months remaining after six months implanted. It was also noted that high out of range pacing impedances measuring 2636 ohms we noted on the right atrial (ra) lead, leading to a lead safety switch (lss) and signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing. No adverse patient effects were reported. This system remains in service.